Manufacturer narrative:
Investigation: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for foreign material and label lift with the incident lot was observed. Additionally, the customers samples were evaluated, it was determined that the bug in the tube was a cricket and the label lift was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. For the bug found in the tube, the pest control program was reviewed and found complaint. Also, remediation pest control activities have been performed. Bd has initiated further investigations relating to the label lift issue through CAPA #1064141. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified.

Event description:
It was reported that bd vacutainer® sst¿ blood collection tubes had foreign matter in the vacutainer. This was discovered before use. The following information was provided by the initial reporter: material no. 367988, batch no. 9116686. It was reported an unknown foreign matter was found in vacutainer.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® sst¿ blood collection tubes had foreign matter in the vacutainer. This was discovered before use. The following information was provided by the initial reporter: material no. 367988, batch no. 9116686. It was reported an unknown foreign matter was found in vacutainer.